Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, a shaft fracture occurred. The lesion was located in the circumflex (cx). The vessel size was 2.5mm in diameter, mildly calcified and 90% stenosed. The vessel was pre-dilated with a 1.5x20.0mm maverick balloon. The physician attempted to implant a taxus liberte 3.50x20.0mm drug eluting stent. At some point during the procedure, the ballon shaft fractured. The physician was able to successfully complete the procedure and implant a taxus liberte 3.0x12.0 mm and taxus liberte 3.5x20.0 drug eluting stents. The total procedure time was 3 hours and 30 minutes and the shaft fracture occurred 45 minutes into the procedure. Plavix (clopidogrel) was administered prior to the procedure. Heparin and nitroglycerin were administered during the procedure. Plavix was to be administered for six months post-procedure. There were no patient complications. This product is only ous approved, but it is similar to a marketed us devices.